Event description:
It was reported that the patient underwent an unknown prolapse surgical procedure on an unknown date and mesh was implanted. Following the procedure, the patient experienced major incontinence, weight loss, weight gain, pain, utis, vomiting, nausea, diarrhea, kidney pain, flank pain, depression, anxiety, headaches and severe fatigue. The patient received unknown intervention. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report (B)(4).